Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually investigated. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. The complaint database was searched, and no similar complaints for this lot number were identified.

Event description:
The account alleges that during preparation for a transoral incisionless fundoplication [tif] procedure, the physician attempted to load the fasteners in the esophx device. When the physician pulled back on the pusher knob, the physician noticed that a stylet wire had fractured. The physician was unable to load or deploy fasteners on both sides.